Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula in the middle. Therefore, she tried to treat it with bolus via the pump, but on (B)(6) 2021, the patient went to the emergency room and was subsequently hospitalized. Her highest blood glucose level was 530 mg/dl and the infusion set had been used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. Currently, she was not released from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.